Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient experienced a draining slowly message that occurred in drain 0 of 4. The pd patient reported that the treatment information showed there was an overfill associated with pd treatment. The overfill event was indicated due to drain 0 being 753 ml, which is 421% of the 179ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. In a follow up, a pd nurse verified the overfill event and said there was no harm, intervention or adverse event associated with the event. The patient is still using the same cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient experienced a draining slowly message that occurred in drain 0 of 4. The pd patient reported that the treatment information showed there was an overfill associated with pd treatment. The overfill event was indicated due to drain 0 being 753 ml, which is 421% of the 179ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. In a follow up, a pd nurse verified the overfill event and said there was no harm, intervention or adverse event associated with the event. The patient is still using the same cycler with no further issues.